Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there was contamination on the charging contacts and the oled screen was discolored. Functionally, the handle was opened up and the battery was found to be vented. It was reported that the power pack was not adequately charged. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when charging, the handle did not start when it was lifted from the battery charger. The issue was resolved by sending an alternative machine.